Event description:
In 2008, the pt reported that she was hospitalized due to hyperglycemia. She stated that her blood glucose elevated to 580 mg/dl and she was dehydrated and vomiting. She was treated with an IV drip. Her doctor discovered that the insulin cartridge was empty and that insulin had leaked into the cartridge compartment of the infusion device. The insulin cartridge was discarded and the pt did not know if it was cracked or damaged. Her most recent blood glucose reading was 179 mg/dl. She was advised to switch to her backup infusion device. Upon follow up on the following month, the pt stated that she was doing well. The infusion device was replaced and requested to be returned for evaluation.